Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the bh_wmh unit displayed a black screen and would not power on. The user verified that all cables were properly connected and attempted to reboot the device, but the issue persisted. When the user returned to the medication room approximately 15 minutes later, the screen remained completely black. As a result, customer was unable to deliver medications to the unit, as it was located in a different building. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing black screen and did not turn on. A field service engineer found that auxiliary drawer 4.2 had a faulty drawer controller which was pulling down power for the station. Replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.